Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy, the probe tip of the ultrasonic surgical device broke. The tip fell into the patient's body and was retrieved with forceps. The procedure was completed with another device without reports of any further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to the initial report. Corrected field: d9 - the device was not returned. Updated fields: h2, h6, h7, h9, h11. The device was not returned to olympus for inspection. However, based on the photos provided by the customer, the reported breaking off of the probe was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The reported event is inferred to have occurred through one of the following mechanisms. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. As a result, short circuit error occurred and a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke off when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then short circuit error occurred, and a scratch indicating that the probe and grasping section were in contact with each other was made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke off when added load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.